Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that prior to a revision procedure for a non-related issue, the right ventricular (rv) lead measurements were appropriate. When the competitor device was connected to the rv lead, fluoroscopy indicated the rv lead was had dislodged. As a result, the lead was surgically abandoned. No adverse patient effects were reported.